Event description:
The account reported the bed is not communicating through the nurse call system. The bed was located in the bed shop at the facility. There was no patient/user injury reported. (B)(4).

Manufacturer narrative:
The technician found upon inspection a broken pin inside the communication cable. The pin was broken from the end that connects to wall outlet. The most likely cause is the communication not being disconnected before the bed was transported. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2006 through 2008. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the communication cable to resolve the issue. Based on this information, no further action is required.